Event description:
Additional information it was reported that ¿there was something going on and patient was tired of not peeing.¿

Event description:
It was reported that the patient felt no stimulation sensation. It was noted that the device "failed". The patient would normally feel a "goose" when they walked through the (B)(6) security gates but approx. 2 months ago, nothing happened when she walked through them. It was also noted that the patient had experienced an infection. The patient had 2 uti's. One 7 months ago that she took antibiotics for and another one 2 months ago that she cleared up by drinking plenty of fluids and utilized a foley catheter but had some bleeding from using it. The healthcare provider was asking the patient to get an x ray and come back for a follow up appt. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Product ID: 3080, lot# l88964, implanted: (B)(6) 2001, product type: lead. (B)(4).